Event description:
This procedure was performed in (B)(6). When catheter was already inserted into patient it did not work, the light was not lit. Due to problems with inserting the catheter the doctor used a guidewire. They had to remove the catheter above/on top of the guidewire and open a new catheter which worked. The procedure took 1 hour longer than expected.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Investigation summary: the closurefast catheter was received for evaluation with the original box. No ancillary devices were included. Visual inspection: the closurefast device was inspected for any damage or anomalies. The catheter shaft showed a kink approximately 76cm from the distal tip. The connecter was inspected under microscope and found all of the pins bent in the same direction and angle, except the middle pin did not appear to have any damage. Wear and smearing of the red alignment marker was noted around a majority of the connector pin housing.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.